Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The devices event history log was reviewed for evidence of the reported problem and found force sensor test error. To conduct functional testing the device was powered up and the force sensor reading was checked. Upon review, the force sensor was out of required specification. The reported problem was confirmed and duplicated. The force sensor being out of calibration was the root cause of the issue. To address the issue the force sensor was calibrated. The device then passed all functional tests. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a system failure force sensor test error. Patient involvement is unknown. No adverse patient effects were reported by the customer.